Manufacturer narrative:
(B)(4). The field service technician (fst) has been sent for further investigation. According to service order, following works has been done: the fst tested the device and could not duplicate the error message "no comm". The field service technician re-seated the ccm board as a precaution. A full functional verification has been performed and the device checks were as intended. The device is returned to clinical use. Thus the failure could not be confirmed. Since no parts have been replaced, no further investigation in our life cycle engineering (lce) is possible. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed.

Event description:
It was reported that the error message "no comm" was displayed prior to use. No patient harm was stated. Internal reference: (B)(4).